Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient was in a coma after a severe hypoglycemic event; the reporter indicated being told to follow up with the pump company to determine if there was anything wrong with the pump related to the event. The reporter indicated that the patient had no noted blood glucose issues during the day prior to the hypoglycemic event; the reporter indicated that the patient was found the next morning ((B)(6) 2013) comatose with evidence of aspiration. The reporter indicated that emergency medical services responded and tested the patient¿s blood glucose at 24 mg/dl. The patient was transported to the hospital where the patient remained comatose for 14 days prior to be taken home for home care. The pump basal rates were reviewed but the reporter was unsure if the basal rates were correct or not. The pump bolus history was reviewed and found that there were no recorded boluses since (B)(6) 2013. The total daily dose was reviewed for the days around the event and found that the total daily dose histories showed 35.45 units (basal 35.45 units; bolus 0.0 units); on (B)(6) 2013 tdd was 35.45 units (basal 35.45 units; bolus 0.0 units); on (B)(6) 2013 tdd was 35.45 units (basal 35.45 units; bolus 0.0 units); and on (B)(6) 2013 tdd was 39.16 units (basal 34.96 units; bolus 4.20 units). There were no noted pump suspensions related to the event. The last alarm in the history prior to the event was (B)(6) 2013 at 11:52 am for a call service cs 088-85b3. This report is made based on the allegation that the patient was in a coma after a severe hypoglycemic event associated with an implied allegation of a potential pump issue.